Event description:
While changing PICC dressing it was noted that lipids and ivf's were leaking where the butterfly part and catheter meet. The line was leaking at connection between hub and tubing.

Manufacturer narrative:
The complaint has been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. Two 2.5 ml syringes were connected to the hubs of the sample and it had been shortened just distal the 6 cm marking. The orange lumen was patent without any leak. When flushing the green lumen two leakages were visible - one near the 12 cm marking and one just at the junction to the wing. During microscopic examination typical signs of a pressure burst became visible at 12.5 cm. Further the catheter was partly torn out of the fixation wing. We have specific instructions in the products IFU regarding both kinds of defect: "do not use syringes smaller than 10 cc, as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of hand held syringe. Subjecting the catheter to pressure above 1.75 psi can result in catheter rupture and embolism. Small syringes generate higher pressures than larger ones." And further: "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter." We recommend retraining the users in catheter handling according to the product's IFU. We do not know how long the catheter had been in use before starting leaking and what kind of disinfectants had been used at customers site. The complaint is confirmed for two bursts, while the root cause is due to excessive pressure introduced into the catheter from using a syringe smaller than recommended in the instructions for use. This is the second complaint received for the involved batches and the (B)(4) complaint received for a leaking catheter at the wing on code (B)(4) within the last 3 years. As each catheter is leak and flow tested before packaging, we can exclude a manufacturing defect.

Manufacturer narrative:
This malfunction was also sent to FDA via (B)(4). The device will be returned to vygon for evaluation as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
While changing PICC dressing it was noted that lipids and ivf's were leaking where the butterfly part and catheter meet. The line was leaking at connection between hub and tubing